Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the needle of the device was allegedly bent. It was further reported that the device was allegedly difficult to be removed. A coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 06/2024).

Event description:
It was reported that during a ultrasound guided breast biopsy procedure through normal density tissue, the device needle allegedly bent. It was further reported that the device was allegedly difficult to removed. Coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and it appeared there was a bend to sample notch. And it was further noted that the sample notch was bent backwards when positioned on flat surface. On dimensional observations, it was noted that the bend was out of specification limit. Functional evaluation was not done due to the condition of the device. Therefore, the investigation for the reported needle bent is confirmed as the bent was noted during visual evaluation and the bent was out of specification limit during dimensional observation. However, the investigation for the reported difficult to remove is kept as inconclusive as the functional evaluation was not done(i.e due to the nature of the returned device). A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h2, h6 (method). H11: h6 (result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: g3. H11: d4(medical device lot), g1, h6 (method, result, conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a ultrasound guided breast biopsy procedure through normal density tissue, the device needle allegedly bent. It was further reported that the device was allegedly difficult to removed. Coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one bard magnum biopsy needle was returned for evaluation. On visual evaluation, the device appeared to have blood residue throughout and it appeared there was a bend to sample notch. And it was further noted that the sample notch was bent backwards when positioned on flat surface. On dimensional observations, it was noted that the bend was out of specification limit. Functional evaluation was not done due to the condition of the device. Therefore, the investigation for the reported needle bent is confirmed as the bent was noted during visual evaluation and the bent was out of specification limit during dimensional observation. However, the investigation for the reported difficult to remove is kept as inconclusive as the functional evaluation was not done(i.e due to the nature of the returned device). A definitive root cause for the alleged needle bent and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 06/2024), g3, h6 (method). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided breast biopsy through normal density tissue, the needle of the device was allegedly bent. It was further reported that the device was allegedly difficult to be removed. A coaxial needle was used. The procedure was completed by using another device. There was no reported patient injury.